Event description:
It was reported by service report that the fowler gas cylinder was leaking and the fowler would not support pt weight and would move up when weight was removed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.